Manufacturer narrative:
Device evaluated by MFR.: unit returned with overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The wire returned was inspected and it is possible to observe the spring tip is detached and corewire bent at distal tip. The outer diameter of the middle and proximal sections of the device are within specifications.

Event description:
Reportable based on device analysis completed on 24-jun-2022. It was reported that guidewire unraveled occurred. The target lesion was located in pulmonary artery. A 018/260cm platinum plus guidewire was advanced; however, during the procedure, the wire unraveled at the tip. The wire was pulled out of the sheath in one piece and there were no patient complications reported. However, returned device analysis revealed distal tip detachment.